Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c976021. The echo-19 device involved in this complaint was returned for evaluation this echo device was received with the needle advanced out of the sheath of the device. The stylet was returned with the device and fully in-situ. The advanced needle measured 3cm, which meant that approx. 4.7cm of the distal needle was missing. The broken needle advanced/retracted without any issue. The sheath displayed sign of a kink at approx. 4.9cm from the distal sheath tip, which coincides with the location of the distal needle tip breakage. The broken-off piece of needle was not returned for evaluation. The customer complaint was confirmed as the device was returned with approximately 4.7cm of the distal needle broken-off. A possible cause of this complaint is that the distal needle tip kinked during use which in turn resulted in distal needle tip breakage upon removal of the needle from the lesion and fully detached when the device was taken out of the endoscope. The needle can kink/bend due to product handling during the procedure or specimen retrieval/preparation. A needle kink/bend may also be attributed to patient anatomy, if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. However, as the conditions of use cannot be replicated during the laboratory evaluation, it is not possible to conclusively state that this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c976021 did not reveal any discrepancies which could have contributed to this complaint issue. There is no evidence to suggest that this issue effects the entire lot # c976021 upon review of complaints this failure mode has not occurred previously with this lot # c976021. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided; the patient did not experience any adverse effects due to this occurrence and new needle was used to continue the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow-up report is being submitted due to the device been returned and completion of the investigation. The echo-19 needle broke during the procedure, the user changed to a new device to finish the procedure. No adverse effects to the patient were reported. A photograph received indicated the needle breakage was a distal breakage. FDA report required based on the malfunction precedence for this device family for distal needle breakages.

Manufacturer narrative:
This complaint is related to an echo-19 device of lot # c976021. The device involved in this complaint has not returned to-date for evaluation; however a photograph was provided which allowed confirmation of the customers¿ complaint. The photograph provided for evaluation showed a broken needle advanced out of the sheath with the stylet in-situ. A part of the distal needle(tip) is noted to be missing. The echo-19 device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the photograph provided and customer testimony. A possible cause of this complaint is that the needle tip kinked during use which in turn resulted in needle(tip) breakage upon removal of the needle from the lesion. The needle can kink/bend due to product handling during the procedure. A needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and 100% visual inspection to ensure integrity of the product. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 devices of lot number c976021 did not reveal any discrepancies which could have contributed to this complaint issue. The instructions for use, ifu0101-0, advises the user to ¿visually inspect with particular attention to kinks, bends or breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. As per the information provided; the patient did not experience any adverse effects due to this occurrence and new needle was used to continue the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The echo-19 needle broke during the procedure, the user changed to a new device to finish the procedure. No adverse effects to the patient were reported. A photograph received indicated the needle breakage was a distal breakage. FDA report required based on the malfunction precedence for this device family for distal needle breakages.